Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 17-dec-2017 - device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: during investigation, multiple cs054/cs052 alarms were observed in the black box. The display screen was found to be fully functional, clear, and legible. The pumps cover was removed, and no damage was found to the display screen. The display flex was fully seated in the connector with the latch closed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.